Manufacturer narrative:
Reported events of device dislodgment, difficult separation, and a connection problem were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician had difficulties releasing the leadless pacemaker form the catheter. Once it released, the device dislodged from the heart tissue and remained free floating in the right ventricle. The device was unsuccessfully retrieved with an initial retrieval catheter, and a different goose neck snare catheter was then deployed to retrieve it. The patient was stable.